Event description:
It was reported when removing cap from bd syringe 0.5ml 31ga 6mm the needle hub separated from device. The following information was provided by the initial reporter, translated from portuguese to english: when removing the safety shield from the syringe, the needle got stuck inside of it. 1 syringe has come defective, with the needle stuck inside the orange shield.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of (1) loose 0.5ml bd insulin syringe was provided. The customer reported when removing the safety shield from the syringe, the needle got stuck inside of it. The photo was examined, and it was observed that the needle hub/shield assembly was separated. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9287755. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing cap from bd syringe 0.5ml 31ga 6mm the needle hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the safety shield from the syringe, the needle got stuck inside of it. 1 syringe has come defective, with the needle stuck inside the orange shield.